Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that size for replacement valve was "the 21st biological valve". It was reported that the avalus valve was intact and undamaged prior to implantation. It was stated that the avalus valve was completely sutured before removal and underwent repeated testing, but left posterior border reflux still occurred. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this 21mm avalus valve, it was explanted and replaced with a competitors valve. The reason for the replacement was reported as aortic regurgitation (ar). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.